Event description:
Depth electrodes placed during phase ii neurosurgery removed percutaneously as bedside procedure. The physician inspected each electrode after its removal. Visually, each electrode appeared to be intact. The patient underwent an angiogram and wada procedure on (B)(6) 2014 during which the physician performing the procedure noted what appeared to be electrode fragments left behind under the scalp. The neurosurgery was notified on (B)(6) 2014 and immediately notified the patient and escalated the information. Reason for use: medically refractory seizures.